Manufacturer narrative:
(B)(4). Batch # 206a13. (B)(4). Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Since the firing sequence has not occurred yet, the product was replaced with a new one and the patient was not affected by this situation as the processing was continued. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? The transaction with the new product has been completed successfully. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that an ecr60b reload was returned unfired with 2 double drivers loose, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from right side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that the stapler could not be inserted into the slot. It was thought that this stapler was defective because another staple had entered the slot. Staple never fired. The product was taken from the clinic for examination because the clinic had sufficient experience in the use of staplers. No patient consequences reported. No further information is available.